Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred multiple times. Reportedly, the customer may have taken the cartridge off of the pump prior to beginning the load process; however, it was not confirmed. There was no impact to the customer's blood glucose level. The customer reloaded the cartridge successfully and resumed insulin delivery.